Event description:
It was reported that a c-file broke during use. The broken piece was not retrieved.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Nothing unusual to report was found during dhrs review , product was manufactured according to our prescriptions and were found in compliance with specifications. Root causes are not identified.